Manufacturer narrative:
Additional information / device evaluation: section d9: device available for evaluation: yes, returned to manufacturer on 01/06/2026 section h3: device evaluated by manufacturer: yes device evaluation: one (1) opened patient interfaces was received within original packaging confirming the reported lot number. Returned product evaluation will not be performed as the returned sample is expired. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a suction loss during the raster pattern occurred while using the patient interface. The procedures were completed by using new suction rings. After further review the product was used expired. No additional information was provided. Note: this report is 3 of 4 reported.